Manufacturer narrative:
The insulin pump passed all of the functional testing and no frozen display or audio anomaly was noted. All of the buttons functioned properly. However, moisture damage was found on the keypad traces. The insulin pump was also received with minor scratches on the display window, a cracked case at the display window corners and a cracked reservoir tube lip.

Event description:
It was reported that in the morning of the phone call, the buttons of the insulin pump had stopped responding. The customer changed the battery, and the insulin pump was stuck on the start screen and was beeping. The insulin pump has had multiple motor error alarms in the past few months. The last alarm had occurred several days, prior to the phone call, during a bolus delivery. The device had not been dropped or bumped, or exposed to any strong magnetic field. The customer does use the sensor feature. The customer was advised that the device needed to be returned and replaced. The customer's blood glucose was unknown. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.